Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose level increased to above 600 mg/dl. The customer managed the situation by administering a correction injection through multiple daily injections and did not require any third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.